Event description:
A (B)(6) distributor contacted zoll customer support to report that an unknown (B)(6) patient was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt failed the fall-off test. The white driven ground wire was open in the trunk cable insulation. The cause for the alarms was the open wire. The root cause for the open wire could not be positively identified, but the damage likely resulted from excessive force on the electrode belt trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.